Event description:
Np1 pca was drawing labs on her patient. When she attempted to retract the butterfly needle, the spring popped out and the needle did not retract. Packaging sequestered, not needle as it was placed in the sharps container.